Event description:
Customer reports that the doctor noted defective cuff during pre-induction check. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).